Event description:
It was reported to philips that the pins on the battery pca were damaged. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the pins on the battery pca were damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all subsequent testing. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no patient involvement.